Event description:
During endoscopy, black flakes fell off of/out of scope into gi tract. Upon further inspection of device, post-procedure, it was identified that protective plastic coating was not intact at the end of the scope, with a wearing pattern similar to the cap applied to the end of the scope.